Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
IV fluids were infusing, the mother was in the room pumping and she heard something hit the floor, she looked and it was the IV tubing, she called the nurse and when they looked the PICC had broken at the hub. PICC line removed ¿ no pt injury. They are utilizing another brand since this is the 3rd incident over the last month. Won¿t resume until they hear response from argon. (B)(4).

Event description:
IV fluids were infusing, the mother was in the room pumping and she heard something hit the floor, she looked and it was the IV tubing, she called the nurse and when they looked the PICC had broken at the hub. PICC line removed ¿ no pt injury. They are utilizing another brand since this is the 3rd incident over the last month. Won¿t resume until they hear response from argon. Sv226udt.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review and breakage was confirmed just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which could be the result of a tensile force applied to the catheter. Based on the review of the returned sample, a manufacturing error could not be confirmed. The most probable cause for the breakage was most likely due to an event within the user environment in which possibly too much force was applied to the catheter either from manipulation of the catheter or patient movement. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely the result of an event within the user environment and not a manufacturing defect, no corrective action will be taken.